Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the device fault was due to a defective battery. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was received by resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of an internal battery degraded alarm. The investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.